Event description:
Resistance between the dcs coil and microcatheter (mc). During coil embolization within the aneurysm, the microcatheter (brand and size: unknown) was advanced to the lesion over the guidewire through the guiding catheter and four gdc coils were implanted. Resistance was experienced during attempt to advance the first dcs coil into the hub of the mc. This unit was removed and five other dcs were implanted with the same mc. There was no adverse consequence to the patient. There was no information of the vessel characteristics. Reportedly, the dcs delivery system appeared normal upon removal from the packaging. There was no kink/bend noted prior to use. It was not reported that the coil introducer was seated in the hub of the mc incorrectly. Resistance was felt while advancing the system, the coil was noted to be out few centimeter of the coil introducer. The dcs delivery system was withdrawn from the mc without difficulty. There was no information if the coil was intact or stretched/kinked following removal from the microcatheter. Review of the analysis performed on the returned product determined that coil was stretched. This reportable product malfunction was not evident from the information provided by the customer.

Manufacturer narrative:
The coil was confirmed to be slightly stretched and kinked, but the resistance/friction during advancement was unable to be confirmed. The non-sterile trufill was received with the zipper all the way down to the stop and the coil pulled back to the proximal end of the introducer. The coil is attached to the gripper. Light optical (ol=1.25) examination of the coil revealed stretched coils just distal to the gripper inside the introducer and kinks midway and proximal to the tip. Functional testing could not be performed on the returned sample due to the condition of the sample, (coils at proximal end of introducer). Dimensional examination of the coil outer diameter and introducer inner diameter were both measured and found to be within dimensional requirements. The DHR review performed for this lot showed that this lot of products met all requirements per the applicable mqp (manufacturing quality plan), including dimensional inspection. Because multiple coils were successfully inserted through the unknown mc, both before and after the difficulty inserting the fifth coil, it can be concluded that the mc did not cause the difficulty. It could not be verified whether the coil introducer was fully seated into the hub of the mc during insertion. If the coil introducer is not fully seated in the hub of the mc as outlined in the IFU, the coil will not coaxially enter the mc. It is not known if this procedural factor caused the reported insertion difficulty. It is not known if the stretched and kinked condition of the coil noted on analysis was present when the coil was removed from the mc. It is possible that the coil stretched due to the insertion difficulties through the mc. However, because the user did not report that the coil was stretched and the coil was received outside of the proximal end of the protective introducer, it is likely that the damage occurred after removal from the mc. As noted in the IFU, the dcs coils are delicate and should be handled carefully. There is not enough information available to conclusively determine the cause of the reported insertion difficulty or the stretched condition of the returned coil, but it does not appear to be manufacturing related and may have been caused by procedural factors.